Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) suddenly powered off while attempting to auto-fill. Therapy was stopped immediately. In the morning, the engineers tried to operate the iabp, and it worked normally. When the iabp was turned on, some blood came out of the iabp port indicating an iab leak had occurred. There was no patient harm or adverse event reported. This report is for the iab. A separate report for the cardiosave iabp is submitted under mfg report number 2249723-2024-00614.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).